Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient claimed over the past 5 months, on at least 7 different occasions, the patient had turned off the device for something and then when she turned it back on, she noticed after some time that the ins shuts itself off and she confirmed this with the patient programmer (pp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It wa s reported that the patient was instructed to prevent situations where buttons on the remote could be pressed by accident. Patient will keep log if it happens again. It was unknown if the issue was resolved.